Manufacturer narrative:
The reported device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event.

Event description:
It was reported the patient's pdm (personal diabetes manager) battery was swollen and hot after charging. No impact to the blood glucose levels reported. No medical treatment was required for the thermal event. If additional information is received, a supplemental report will be submitted.